Event description:
Caller indicated the advance meter was reading high. Patient was sweaty with slurred speech. Daughter tried to give oj, but patient couldn't drink. Advance read 97 (normal readings are usually in 160's). Emt arrived 10 minutes later and treated with glucose IV. Retested and she was up to 200+. Meter has read in range with controls.